Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a heavily calcified right common femoral artery using a prostyle device after a coronarography diagnostic procedure with a 6f sheath. Reportedly, during retraction of the device, the footplate was stuck open and would not retract. The physician advanced the device slightly and the device was released from the calcium on the vessel wall. The lever was returned to the original positing, and the device was ultimately removed. Hemostasis was achieve with the same device suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issues appear to be related to operational context. In this case, it was reported that during retraction of the device, the footplate was stuck open and would not retract. The physician advanced the device slightly and the device was released from the calcium on the vessel wall which likely led to the difficulty removing the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.